Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced excessive air bubbles in reservoir and infusion set for five months which was causing high blood glucose. Customer's blood glucose was unknown. Customer reported that pump was not rewound with reservoir in place and insulin was room temperature when used. Caller was educated on causes of air bubbles. Troubleshooting did not continue due to caller fixing something to eat for customer. Infusion set and reservoir would be changed after dinner.